Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of a "damaged battery." This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface is currently unknown.

Manufacturer narrative:
(B)(4). The reported condition of a damaged battery was confirmed and reproduced during product evaluation by baxter personnel. The root cause was determined to be depleted main batteries. The main batteries and battery harness was replaced to correct this condition. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the assignable cause for the reported problem was determined to be depleted batteries resulting from user error. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.